Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call they were hospitalized due to hyperglycemia on (B)(6) 2022. Blood glucose values was 600 mg/dl and current blood glucose value was 128 mg/dl. Troubleshooting was performed. Customer was using the insulin pump since past 48 hours of reported event. Auto mode feature was inactive at the time of event. Hyperglycemia was treated with intravenous insulin drip. The symptoms such as feeling sick or unwell due to hyperglycemia. Customer will be discontinue use of the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Correction: customer reported that he keeps getting alarm to recalibrate about 12 times a day. He said he had already replaced the transmitter and sensors several times, so he thought it was the pump. Customer said he went to the emergency room on (B)(6) 2022 (customer was unsure about the date) for high bg over 600 mg/dl. Pump was used at the time of the incident. It was unknown if he had a problem with the sensor at the time of the event. It was unknown if auto mode was used. It was that the insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for an alleged multiple recalibration alarm, sensor calibration anomaly, visit to emergency room and was hospitalized for high blood glucose found on (B)(6) 2022. Also, on (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged sensor anomaly and high blood glucose found on (B)(6) 2022. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. However, the insulin pump had a high sleep current measurement. The insulin pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The insulin pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The insulin pump was monitored for several hours and no multiple recalibration alarm, sensor calibration anomaly/sensor anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2022t here was no data available to verify power error , low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of august 01, 2022. There was no data available to verify multiple recalibration alarm in the formatted history file for the event date of august 01, 2022.insulin pump was cut open to perform visual inspection and found slight corrosion on the electrical board 1, electrical board 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. The original electrical board 2 was cleaned, installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was cleaned, installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement due to slight corrosion on the electrical board 1 and electrical board 2. The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. A cracked retainer and a cracked reservoir tube lip were confirmed. Unable to verify customer alleged for high blood glucose. Multiple recalibration alarm and sensor calibration anomaly/sensor anomaly were not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed due to slight corrosion on the electrical board 1 and electrical board 2. During visual inspection, slight corrosion was also found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.